Manufacturer narrative:
(B)(4). Customer will not return the device; customer refused a new device replacement. Most likely underlying root cause of malfunction: strip issue.

Event description:
Customer complains of "lo"results. Customer states that she feels physically fine, denies the need for medical attention. The customer's expected blood results are unknown. Verified test strips expire 01/24/2017. Confirmed customer's test strips are being stored properly and opened vial date (B)(6) 2016. Reviewed meter memory: undisclosed. Memory concerns: n/a. Customer called stating she received a result of lo this morning (B)(6) 2016 at 08:00 am fasting .customer is not aware of her normal glucose ranges .customer refused to provide any further information. I offered to place meter and strips and customer refused replacement.